Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, a c7000 cusa clarity console had no ultrasonic vibration. The handpiece and the footswitch were replaced but that did not solve the problem. There was no patient injury reported. Additional information received on 29aug2018 indicating that there was a 3-hour surgery delay due to the product problem.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid; the cause was identified as a defective ultrasonic pcb.